Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 6 mg/ml bupivacaine at a dose of 2.7634 mg/day and 30 mg/ml morphine at a dose of 13.817 mg/day via an implantable infusion pump for spinal pain. It was reported that a motor stall was seen at initial interrogation and the patient had not recently had an MRI. An active motor stall on (B)(6) 2017 was seen in the event logs followed by stopped pump may exceed tube set. The patient was managed by basic home infusion. Per the a rep, a nurse came out to see the patient on (B)(6) 2017. The logs showed the pump was updated on (B)(6) 2017 but the pump was still actively stalled. It was confirmed that there was no electromagnetic interference (emi) sources present. The rep stated that he just spoke with the managing hcp and the hcp wanted to try and cut the dose in half and try to program the pump out of motor stall. Per the rep, if this did not work then the hcp would put the pump in minimum rate and discuss replacement. No symptoms were reported and no further complications were expected or anticipated.